Event description:
It was reported that the patient presented in clinic. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance, and the capture threshold was not good. The lead was reprogrammed to resolve the issue. The patient was in stable condition throughout.